Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician completed a novasure endometrial ablation (B)(6) 2017 and the patient was discharged "home after staying in hospital for one night". Three days later the patient returned to the hospital "with heavy bowel pain". The patient was admitted into the hospital and the "the laparoscopy shows intraabdominal stool". A laparotomy performed and the physician found" thermal lesions on the uterus and two lesions on the small bowel". Additionally, the physician viewed two perforations on the back uterine wall. The physician performed a laparotomy and sutured the defect.